Manufacturer narrative:
The fiber pulsing and not delivering energy as expected issue reported by the customer was not confirmed and was not considered to be reportable. The device was subsequently returned to the MFR and analyzed. Failure analysis disclosed that the glass cap had a circumferential fracture and that the metal cap had devitrification at the output window. This cap condition may cause forward firing of the side-firing fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure, accelerating cap wear and limiting the performance of the fiber. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.

Event description:
The customer reported fiber pulsing and not delivering appropriate energy. The procedure was completed with a second fiber. There was no injury reported to either the pt nor the end user a result of this event.